Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue. The customer¿s blood glucose level unknown. The device will not be returned for the analysis.

Manufacturer narrative:
Audio or vibrate anomaly or absence of alarm confirmed. Hardware low level failures received after failing the self test. Noted broken solder joint at pin 1 of ambient light sensor and isolated audio or vibrate anomaly or absence of alarm failure to keypad assembly. Insulin pump failed the self test and passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.